Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the meter started to read inaccurately high. She reported, date/time unknown, obtaining an alleged inaccurately high blood glucose result of ¿327 mg/dl¿ on the subject meter. Meter to feelings comparisons are invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management regimen as a result of obtaining the alleged inaccurate result. She reported, date/time unknown, after the start of the alleged issue, she developed symptoms of ¿sweaty¿. She reported, date/time unknown, contacting the emergency medical services (ems) and reported that she obtained a blood glucose result on the ems meter of ¿70 mg/dl¿. No further medical intervention was specified. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution with which to test the meter and test strips. The patient indicated that she did not want any products replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.